Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device header and case did not reveal any anomalies. Prior to decontamination, laboratory technicians were unable to establish telemetry with the device, thus confirming the reported observations. The device case was then opened to perform detailed analysis on the hybrid circuitry. Electrical testing confirmed that the transformer's secondary wires were open and damage had been sustained to the power supply circuitry due to electrical overstress. To further characterize this specific component failure mechanism, the transformer was carefully removed from the device's hybrid to facilitate evaluation of the individual layers of windings. The transformer was then disassembled to allow visual inspection of the primary and secondary windings. Open wires were detected on the secondary windings. The observed wire damage on the secondary windings is consistent with arcing between adjacent wires causing the open condition in the transformer. This component failure also caused collateral damage to the associated power supply circuitry, thus creating a high current condition and rapid depletion of the device's battery. Because this type of failure occurs during high energy charging, our failure analysis engineers concluded that this transformer malfunction likely occurred during an automatic capacitor reformation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine device check, telemetry could not be established with this device; two programmers were attempted. A magnet was also placed over the device and there were no tones produced. Premature battery depletion (pbd) was suspected and a device replacement procedure was scheduled. The next day this device was explanted and a new device was successfully implanted with no adverse patient effects reported during the replacement procedure.